Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3000tfx aortic valve underwent a valve-in-valve after an implant duration of nine years, 19 days due to unknown reasons.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3000tfx aortic valve underwent a valve-in-valve after an implant duration of nine years, 19 days due to unknown reasons.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: a4 (patient weight), b5, b7, and h6 (component codes, health effect - clinical code, device code(s), and type of investigation).

Event description:
It was reported that a patient with a 25mm 3000tfx aortic valve underwent a valve-in-valve after an implant duration of nine years, 19 days due to degenerated, moderate thickened leaflets, and severe aortic stenosis. The patient presented with worsening dyspnea. The tavr was performed with a 26mm 9750tfx valve. The patient tolerated the procedure well and was transferred to the cicu in stable condition. On pod #2, the patient was discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.